Event description:
The wire broke and embolised while attempting to remove it from the catheter. Rn feels that the wires have become cheap and flimsy. They are constantly coiling, knotting and unraveling.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.